Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. Analysis found the ICD's hv charging timed out on the bench. During the cut-open process, the hv pc board became damaged, preventing further analysis of the device charging. During subsequent tests, the current drain was high, but returned to normal levels during attempts to isolate the source. The high current drain could not be reproduced. The cause of the extended charge time remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that it was impossible to charge the capacitors. The charge time limit had been reached. Hence, the device was explanted.